Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic when the patient felt unwell due to electromagnetic interference. The patient may have felt unwell due to occasional inhibition or myopotential oversensing. A couple of sensing settings were programmed. No further oversensing event was noted and the patient was feeling stable throughout the procedure.